Manufacturer narrative:
The customer¿s report that the silicone tubing separated from the upper fitment was confirmed. During visual inspection it was noted that the silicone segment was separated from the upper fitment. The expected retainer ring for the upper fitment and silicone segment connection was not received. No crush marks were observed on the upper fitment. Functional testing was not performed on the set due to the obvious damage. Dimensional testing was performed on the pumping segment components (upper fitment, and silicone segment). The measurements were within specification. The root cause of the failure was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing separated from the upper fitment to the silicone segment during an unspecified infusion. There was no report of patient harm.